Event description:
The patient reported that she has had her interstim device turned off for the past year because she experienced shocking sensations following travelling through theft detectors. Further information is being requested from the hcp.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.